Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. It was noted that the alarm was due to zero ml reservoir volume reached. It was reported that the patient missed their refill. It was noted that the patient did not have symptoms but was taking oral (po) baclofen. It was reported that the pump logs showed that the pump went empty on (B)(6) 2013. It was noted that low reservoir alarm was on (B)(6) 2013. It was reported that the patient¿s pump was being used to infuse baclofen. It was later reported that the patient was to be seen by their healthcare provider (hcp) ¿early this week¿ at the time of report. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l58355 , implanted: (B)(6) 1998, product type: catheter. (B)(4).